Manufacturer narrative:
Integra has completed their internal investigation on july 28, 2017. Results: the failure is unconfirmed, as there was no product returned for this complaint. Therefore, failure analysis could not be performed. As indicated in the complaint documentation, the primatrix unit was used and will not be returned for failure analysis. DHR review; no abnormalities found and there is no indication that the production process may have contributed to this complaint. Complaints history; this is the only complaint of ¿allergic reaction¿ related to primatrix from the past year (june 2016 ¿ june2017). There were approximately 12,963 primatrix units sold in the past 12 months before this complaint resulting in a calculated complaint rate is 0.0077%. Conclusion: the primatrix instructions for use (can be found in the DHR 1510002) was reviewed for additional information. The contraindications section states that this device should not be used in patients with a known history of hypersensitivity to collagen or bovine products. The potential complications section states that the following complications are possible with the use of the device: infection, chronic inflammation, allergic reaction, excessive redness, pain, swelling or blistering. The insert also states that if any of the conditions occur, the device should be removed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient had an allergic reaction (hives) around the site where primatrix was placed. The patient has a pressure ulcer on right ischium, stage 4 (since 2013). Dressings used were as follows; steri strips, wound veil and abd. Patient has a latex allergy.